Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Customer's blood glucose level ranged from 118-172 mg/dl. The customer alleged that the pump's battery was depleting rapidly. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected; however, customer maintained that the battery was depleting rapidly. Reportedly, the customer reverted to manual injections for insulin therapy.